Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received several inappropriate atp therapies and an inappropriate shock for atrial tachycardia. Programming changes were made. The device function was normal and remains implanted. The patient was fine afterwards.